Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2014 with the following findings: pump will not maintain an electrical connection with returned battery cap. Battery cap threads damaged. Evidence of moisture contamination on underside of battery cap. All testing performed with a test battery cap. The battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Black box shows multiple unexplainable power on reset events. Pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. Evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.